Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: 0215255928, implanted: (B)(6) 2018 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative that they had their device removed. The patient stated that their 10 day trial (with tined lead) was wonderful with a vast improvement in symptoms. The patient then said from the moment the ipg was attached her symptoms regressed. Patient had tried many programs. Impedance tests have been within normal limits. At one stage the patient did report a fall. Impedance test normal post fall. The patient said the system was not working and wanted it all removed. They were unhappy with final implant result. They had their system off for 5-6 months and said that their bowel incontinence was the same as when the system had been switched on.

Manufacturer narrative:
H3: analysis of the ins with serial # (B)(6) revealed that the device is functioning okay with no significant anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.